Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the left ventricular lead had high capturing threshold and eventual loss of capture. Additionally, it was discovered the lead was dislodged. An unsuccessful attempt was made to reposition the lead. However the lead it was difficult to maneuver and was capped and replaced on (B)(6) 2021. The patient was stable.